Event description:
It was reported that the right ventricular lead exhibited a loss of capture and intermittent sensing. Reprogramming the lead did not resolve the issue. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).